Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. Possible factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, normal variation within the manufacturing process or protective sheath removal technique. A conclusive cause for the reported complaint could not be determined since the device and component were not returned for analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 12x60mm armada 35 balloon dilatation catheter (bdc) yellow protective sheath could not be removed from the device. Another unspecified balloon was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaint from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. Possible factors that may contribute to difficulty removing the protective sheath may include, but not limited to, manufacturing, incorrect preparation, normal variation within the manufacturing process or protective sheath removal technique. Additionally, it was reported that the device was prepped with the protective sheath on. It should be noted that the percutaneous transluminal angioplasty (pta), armada 35 / armada 35 ll, instructions for use (IFU) states: perform the following steps to remove all air and verify the integrity of the pta catheter. Step 1 being fill an inflation device/syringe with a mixture of contrast medium and normal saline. Step 2, remove protective tubing from the balloon and continuing with the following steps to expel all air while maintain the catheter under negative pressure. In this case, it is possible that prepping the device with the protective sheath on could contribute to the reported difficulty removing the protective sheath; however, a conclusive cause cannot be determined. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device. D9: device available for evaluation changed to yes. H6: type of investigation code 4114 removed. H6: investigation findings code 3221 removed.

Event description:
Subsequently, after the initial was filed it was noted that the device was prepped with the sheath on. No additional information was provided.